Event description:
The reporter stated that the down arrow and ok keypad buttons required multiple button presses, was intermittently unresponsive and then would not respond on the keypad on (B)(6) 2011. The reporter also indicated that the up arrow and ok keypad buttons felt flat when pressed, the keypad was intact, the patient did not clean the pump and she wore the pump in her pocket.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were intermittently responsive. There was evidence of keypad adhesive found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.